Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced increased baseline pain. The hcp had difficulty filling the pump reservoir. They were able to aspirate the reservoir, but unable to fill it. They were expecting 6-7ccs to be aspirated and were only able to aspirate approx 1cc. They were only able to fill the reservoir with 25cc instead of the usual 30cc they fill with for each refill. The hcp stated they were in the reservoir. The medication being delivered via the device system was not reported. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.